Event description:
The reporter stated that the surgeon attempt to insert a cc4204bf plate collamer lens. The lens stuck in the catridge prior to insertion into the eye. No pt contact or injury. The cause of the lens becoming stuck in the cartridge is unk.